Event description:
It was reported that the patient required an urgent follow-up as this right ventricular (rv) lead was fractured. The patient was called by the hospital as the latitude data exhibited a high out of range pacing impedance greater than 3000 ohms and high out of range shock impedance greater than 200 ohms. Reportedly, the therapy was disabled at the hospital. In addition, the rv threshold was high and the lead was explanted and replaced later on that same day. No additional adverse patient effects. The rv lead is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured approximately 3.5 centimeters from the terminal pin. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue.

Event description:
It was reported that the patient required an urgent follow-up as this right ventricular (rv) lead was fractured. The patient was called by the hospital as the latitude data exhibited a high out of range pacing impedance greater than 3000 ohms and high out of range shock impedance greater than 200 ohms. Reportedly, the therapy was disabled at the hospital. In addition, the rv threshold was high and the lead was explanted and replaced later on that same day. No additional adverse patient effects. The rv lead is expected to be returned for analysis. The lead was returned for analysis.